Event description:
The head nurse of endoscopy hooked up the aspiration tubing for the sp-2 (hydro pump) upside down causing the air to be pumped back into the bladder which caused the bladder to rupture. The pt is a 72 year old male and a catheter was inserted into the bladder. The catheter will remain in the bladder for approx. 8-10 days in which time the bladder is expected to heal.. The original mfg. Of the device has been informed of the incident.